Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited an out-of-range right ventricular pacing impedance measurement. All other measurements are normal and stable. No noise was reproduced with isometrics.